Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that device failed for temperature and noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature and noise. It was determined that this was due to a damaged locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from excessive force, which is normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.